Manufacturer narrative:
(B)(4). A service engineer evaluated the device, found the compact flash card was defective, it was replaced and the ventilator worked properly.

Event description:
It was reported that a ventilator had a black screen with a "please wait" message. There was no patient involvement.